Event description:
It was reported that the device had an error code during a software upgrade. There was no patient involvement.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was downloaded. No error code was found in the event history log. Preventative maintenance (pm) was recommended. Functional testing was not able to duplicate the customer reported issue. The investigation was not able to determine the cause of the reported issue. Pm was performed.